Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5, d5, and h6 (health effect clinical code & health effect impact code). The AED pro device was not returned for evaluation; however, the battery used during the event was returned to zoll medical japan. The customer's report was duplicated and attributed to a defective surepower battery. The defective battery was scrapped and a replacement battery was booked to send the customer to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.